Event description:
The customer states that one patient sample generated false non-reactive results with the architect anti-hbc assay. The following results were obtained: 2.57, 0.5 and 0.03 s/co. Four different aliquot samples from this same patient were also tested and all four generated reactive results. The sample was sent for pcr testing and generated reactive results. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.